Event description:
Four months later the patient reported a warm sensation in or around the ins pocket during recharging. When the patient charges, it gets very hot and she feels a zapping sensation. This issue has been going on for the past six months or so. Every time the patient charges she feels the sensation like if she had a 9 volt battery zapping her. It was suggested that the patient use a different outlet, but she has moved to a different home and she still has the issue.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
The recharger was shocking the patient when she used it to recharge her ins. It charges up the ins but was painful to charge. The patient was getting shocked every time she goes to charge her implant. When the patient places the battery pad (recharger antenna) over her skin, she feels like a shock was coming off the charger onto the skin. The ins was off and it hurts a lot. This started about two months ago. The last time the patient was able to charge her system was three weeks ago and received a warning screen. The recharger was still connecting even though the patient was getting shocked and it was confirmed that the recharger charges up her system. The recharger has not gotten wet or dropped and there were no wires frayed. There was no way for the recharger to get chewed or wet, the patient only plugs it in to charge and keeps it in the case stored up. The last three times the patient has been charging she has been getting shocked, it was unclear if this occurred when she was plugged in or not plugged in. It was additionally reported that the patient feels a strong tingle, jolt and shock when she first starts to charge then gets another strong jolt/shock a couple of seconds after. Having the desktop charger plugged in makes no difference. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
A month later it was reported that the patient has a return visit scheduled with her physician in december. A company representative was going to attend the visit.